Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant the right ventricular (rv) lead exhibited high thresholds and decreased/low sensing. An x-ray showed that both the rv lead and the atrial lead heal (slack) had pulled back. The rv lead was reprogrammed, and the patient was transferred to a different facility for a lead revision because of torturous anatomy. At the time of the rv lead revision procedure it was noted that the rv lead had dislodged. The rv lead was repositioned and an extra heal was added to the atrial lead. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.